Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: the customer's observation was not replicated in-house with retention and return products. Retention and return devices were tested with in-house clinically negative urine samples. All devices showed clear negative results at read time and met qc specifications. No false positive issues were observed during in-house testing. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined based on the information provided by the customer.

Event description:
It was reported that on (B)(6) 2017, the post-partum patient's urine was tested on the consult hcg urine/srm combo test and produced a positive result. A serum quant was performed and produced a negative result. The value was not provided. No treatment was provided or withheld based on the result. No further information was provided.